Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs sys, including an ipg, on (B)(6) 2009. It was reported the pt can no longer establish telemetry between his ipg and charging sys. A new charging sys was sent to the pt, however, the no telemetry issue persisted. The pt is in the process of establishing a physician in his area. No pt complications were reported as a result of this event.